Manufacturer narrative:
The reported impedance measurement anomaly was confirmed via review of the stored hlvi history. Bench and automated tests found no anomalies. It is believed the reported anomaly was due to a damaged lead; however, the lead was capped and not returned for analysis. It is believed hvli measurements remained high when implanting the new lead due to a damaged setscrew that occurred at explant.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the hospital after receiving a vibratory alert. Upon interrogation, it was noted that there was a single high hv impedance measurement on rv to can vector. During pocket manipulation normal hvli and no noise or abnormal values were observed. After the rv lead was capped, the hv impedance issue remained even with the new lead connected to the ICD. The device was explanted and replaced.